Event description:
The surgeon reported that she had several cases where fluffs came into the pt's eye during cataract surgery. The surgeon suspects the foreign material is from the back table cover. The surgeon stated, she has noticed an increase in the fluffs of about 2-3 months. On 05/29/2009, add'l info was rec'd from the surgeon. The surgeon reported that when she notices the fluffs during surgery, she removes them, but if she notices them postoperatively, she leaves them in the pt's eye. No complications for the pt's have been reported. In addition, no second surgery has been performed for removing the fluffs. The surgeon stated that now, she puts a silicone mat on top of the drape, and the issue has been resolved. No add'l info is expected.

Manufacturer narrative:
This is the first complaint for this contract number and this item number over a period of two years. No sample was returned for eval and root cause analysis. A visual inspection of a sampling out of the current stock showed no abnormal amount of linting. Root cause for this event could not be determined. Quality assurance will continue to monitor related complaints and will take action for future occurrence as is deemed necessary. This report was mailed to FDA on: 06/25/2009.